Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of olympus australia, omsc presumed that it was caused by the damaged video connector socket of the subject device. The cause of the damaged video connector socket could not be judged from the investigation results. However it was considered that it was caused by the external force applied due to handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed, and the subject device did not recognize any of evis 180 series videoscopes during the preparation for use. The image of the subject device was flickered but no image came through. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon which did not recognize evis 180 series videoscopes and displayed only blank screen, flickers but no image. In addition, it was found that the video connector socket of the subject device was dusty and had signs of oxidation, caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.